Manufacturer narrative:
Product complaint # pc-(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: we got this info from the sales-rep on 9_april_2021 qty to be returned: 35 => 0. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Device return status/follow up? No sample will be returned. No further information will be provided.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qebbme, and no non-conformances were identified. Additional information: d9, h3, h4, h6. H6 component code: g07002 - device evaluation pending.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that thirty-five unopened samples of product code 8709 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.